Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis description: final analysis did not confirm the reported complaint of fracture. Analysis found insulation abrasion exposing the outer coil at 12.7 cm to 12.8 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device or feature of the heart. Analysis also found insulation abrasion exposing the outer coil at 53.5 cm to 54.3 cm from the distal tip. This abrasion was also consistent with constant friction to another implantable device.

Event description:
It was reported that the atrial lead fractured. The lead was explanted and replaced. No patient symptoms were reported.